Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.

Event description:
The substitute was used in the surgery by following all the steps but after nearly 20 minutes without drilling, the implanted substitute was fractured.